Event description:
Completely shuts down when unplugged from power, with 80%-70%.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded; the device was returned to the service facility for evaluation. During evaluation, the reported issue of the unit completely shuts down when unplugged from power, with 80%-70% is confirmed, root cause of the reported issue is an internal li-ion battery failure. The scanner shuts down prematurely after ac power is removed. No other functionality issues with the equipment were found during evaluation/servicing. The device was serviced, tested and returned to the customer. A history review of serial number (B)(6) showed no other similar product complaint(s) from this serial number.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded; the device was returned to the service facility for evaluation. During evaluation, the reported issue of the unit completely shuts down when unplugged from power, with 80%-70% is confirmed, root cause of the reported issue is an internal li-ion battery failure. The scanner shuts down prematurely after ac power is removed. No other functionality issues with the equipment were found during evaluation/servicing. The device was serviced, tested and returned to the customer. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Completely shuts down when unplugged from power, with 80%-70%.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Completely shuts down when unplugged from power, with 80%-70%.